Event description:
The reporter stated that the device was removed during revision surgery. It was implanted about five years ago. The implant showed corrosion of the screw hole on the ulnar side of the device. On initial exposure, the surgeon noticed black debris in the wound. A second surgical opinion was that it was metal on metal corrosion debris. The implants were removed, debris was removed, and the wound was irrigated before closure. No replacement implant was used. The precise product catalogue number was not provided. Integra has requested add'l clinical info.

Manufacturer narrative:
This event is also reported in MFR report number 3004608878-2012-00048. To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.